Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd p100 blood collection system for plasma protein preservation experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "it was reported that p100 tubes are failing at a rate of 1 in 5 tubes. The plunger isn't activating properly. If the plunger is supposed to drop, it doesn't drop, if it's not supposed to drop, it drops."

Event description:
It was reported the bd p100 blood collection system for plasma protein preservation experienced underfill or low draw of a tube with blood . The following information was provided by the initial reporter. The customer stated: "it was reported that p100 tubes are failing at a rate of 1 in 5 tubes. The plunger isn't activating properly. If the plunger is supposed to drop, it doesn't drop, if it's not supposed to drop, it drops."

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 1917413-2021-00384 was sent in error. This supplemental is to cancel MDR 1917413-2021-00384.